Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1880 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redx1880) have been reported from the same facility.

Event description:
It was reported the PICC was "placed 7/3 at 16:10, did not use it. At 18:30, rn complained unable to flush. Upon assessment, it would not flush. After applying manual pressure to site, it flushed well. PICC retracted 2 cm and flushed well. Later, night rn had difficulty and applied coban around site and catheter is reportedly working good now."